Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited noise oversensing. During the procedure, visual insulation damage was noted on both leads. The physician explanted and replaced the ra and rv lead. The patient condition was stable.